Event description:
The pt reported pain in groin area. Pt is following up with surgeon and will be scheduled for an upcoming revision. Per pt, surgeon was very uncomfortable communicating to him that he will need a revision as this shouldn't have happened.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.